Manufacturer narrative:
E3: non-health care professional; e2-no. The device evaluation found air leakage occurred at the video connector. Based on the information obtained from this complaint and the results of the investigation, an air leak occurred at the video connector, which caused moisture to enter the interior of the camera without maintaining an airtight seal. This caused the internal charge coupled device to malfunction, resulting in the inability to transmit data properly and the inability to adjust the white balance. A device history review was conducted and no problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the camera head exhibited air leakage that was occurring at the video connector. There was no patient involvement.